Event description:
The original date of surgery of the m4 ahmed valve was (B)(6) 2013. At day one post operatively, the iop was 26 mm hg. The iop did not lower than 24 mm hg during the entire period that the implant was in the patient's eye. The m4 ahmed valve was explanted on (B)(6) 2014 due to the persistent high iop and replaced with an fp7 ahmed valve. The patient was doing fine and his iop was 11 mm hg one day postoperatively. We requested that the explanted m4 ahmed valve be returned to us for investigation. We rec'd the explanted valve on (B)(6) 2014.

Manufacturer narrative:
Further info and the results of the investigation are pending. The explanted valve was replaced with an ahmed valve fp7. The patient is doing fine with an iop of 11 mm hg at day one post operatively, with no reported complications.